Event description:
The consumer alleges, the brakes would not hold, causing her to lose her balance and fall and allegedly breaking her hip.

Manufacturer narrative:
Chair has been in service since 2003. A consumer reportedly rented the chair from the distributor and used the chair. The user returned the chair to the dealer. At that time, the dealer reportedly, inspected the chair and returned the chair to their rental stock. Chair was rented to another party and used with no discrepancies. Previous consumer then reported allegedly braking their hip. Chair again was obtained and inspected by dealer. Dealer reports the chair is in excellent working condition with no discrepancies reported.